Event description:
Customer reported that the drill was overheating during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.